Manufacturer narrative:
H.6. Investigation: ten (10) samples were received from the customer for investigation in unopened blister packs. The samples were visually examined using unaided vision and all ten (10) samples were found to not be clogged as light was able to pass through the samples. Failure mode was not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It has been reported that the bd precisionglide¿ needle has been found clogged during use. The following has been provided by the initial reporter: customer reports that they have several internal reports causing the return of the needles, with the information that they are "clogged". Due it, it was needed to use others until finding one under normal conditions, thus generating waste.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide¿ needle has been found clogged during use. The following has been provided by the initial reporter: customer reports that they have several internal reports causing the return of the needles, with the information that they are "clogged". Due it, it was needed to use others until finding one under normal conditions, thus generating waste.